Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer through reorienting the endoscope again, canceling the guided tool change (gtc), and reseating the sterile adapter on universal surgical manipulator (usm) 2, which resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper setup by the customer. According to the tse's notes, the issue was due to an improperly seated endoscope sterile adapter on the usm. This can be resolved by reseating the endoscope sterile adapter and power cycling the system, if necessary. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a 30-degree endoscope moved backward. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from isi technical support engineer (tse). Before the phone call, the site used two different endoscopes with the same issue. Tse could not find any related errors in the logs. Tse had site orient the endoscope to the desired location and cancel guided tool change (gtc), but the issue persisted. After, tse had site reseat sterile adapter (sa) on universal surgical manipulator (usm) 2, which resolved the issue. The procedure was completing as planned with no reported injury.